Manufacturer narrative:
Stryker evaluated the device and verified the observed issue. Stryker replaced the device's battery pins to resolve the issue of the batteries not being recognized. Stryker replaced the device's power pcb assembly to resolve the power on issue. After observing proper device operation through functional and performance testing, the device was returned to stryker inventory.

Event description:
The customer contacted stryker to report a non-critical issue with a stryker-owned loaner device. There was no report of patient use associated with the reported event. Upon evaluation of the device, stryker observed that the device was not recognizing the installed batteries and failed to power on after several attempts.

Manufacturer narrative:
Stryker further evaluated the removed power pcb assembly and determined that the root cause of the reported issue was an inoperative integrated circuit, designator u8.

Event description:
The customer contacted stryker to report a non-critical issue with a stryker-owned loaner device. There was no report of patient use associated with the reported event. Upon evaluation of the device, stryker observed that the device was not recognizing the installed batteries and failed to power on after several attempts.